Event description:
Repair center: alleged low o2/alarming and key is the valve is sticking.per independent repair statement low o2 or yellow light and alarming or red light. Key failure was the valve manifold was sticking.